Event description:
It was reported that during a da vinci assisted surgical procedure, the surgeon couldn¿t straighten the prograsp forceps instrument. On the monitor, it could be observed the instrument was stuck in the cannula inside the patient. The surgeon didn¿t exert excessive pressure on the instrument throughout the surgery. To extract the instrument, the robotic arm was extracted with this instrument installed. To undock the stuck cannula, the tip of the instrument had to be forcefully straightened and suffered more damage. No other instrument was used as replacement. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.